Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported through the surgical outcome system that a shoulder arthroscopic revision surgery is required due to complications and instability. No additional information provided. Additional information requested. Additional information provided: original surgery took place on (B)(6) 2021. Procedure was a ac joint stability using the dogbone technique (dogbone buttons and fibertape). One tightrope was used. The complication was reported on march 29, 2021 as the patient was experiencing instability. A revision required. Revision surgery took place on (B)(6) 2021. The procedure was a accr/chronic ac joint reconstruction. Unknown devices were explanted. The devices using during the revision were the fibertape and tenodesis screw, no specific part or lot number(s) provided.